Manufacturer narrative:
Pr 9279434 - follow up MDR for device evaluation. It was reported the hole in the needle is too small. To aid in the investigation, fifty samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-nine samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 305916, lot 2007149. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2007149 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Event description:
No additional information

Manufacturer narrative:
Device problem code: a140901 - complete blockage patient problem code: f26 ¿ no health consequences or impact (B)(4). The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 305916 batch#: 2007149 it was reported by customer that calling to report that all the needles from the box nothing is coming out, kinda feels like the hole is too small. Customer does have not have samples of the actual needles used as they are in the sharps container but can send representative samples. Verbatim: rcc received a complaint via phone. Pir attached. (B)(4). Mat 305916 lot2007149 calling to report that all the needles from the box nothing is coming out, kinda feels like the hole is too small. Customer does have not have samples of the actual needles used as they are in the sharps container but can send representative samples.